Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, occlusion alarms occurred. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. Additionally, it was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units. Reportedly, the cartridge was filled with 300 units of insulin. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 446 mg/dl.